Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient will need to undergo a revision procedure due to poly wear. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; the 510k number - unknown; manufacture date ¿ unknown.